Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/10/2014 with the following findings: the battery compartment threads were found to be damaged. The top lip of the battery compartment was cracked with a chip missing. There was no corrosion found in the battery compartment. The battery cap was not returned with pump. A test cap used to complete the investigation. The test cap secured tightly to the pump, was able to be loosened and then removed. The pump was opened and no other defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and reported a cracked battery compartment. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
(B)(6). The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.